Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00764. It was reported the patient experienced possible erosion at the lead site. In turn, the patient stopped recharging the ipg as recommended. As a result, the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.